Event description:
It was reported that the trial was broken. I was noticed before it was used. The procedure was completed with the same device. No delay reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned trail confirms multiple scratches, deep gouges and burrs in the plastic. The device also has some discoloration on the back side. The device exhibits signs of significant wear and use. The device was manufactured in 2015. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.